Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw was unknown. However, the reported 1.5mm hex driver tip, locking groove was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 581628) was examined visually under magnification. Torsional and oblique fractured patterns were identified at the transition from the radius to the hex tip. A torsional fractured pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone or inadequate pilot hole depth. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery that the surgeon broke a 1.5 driver tip while inserting 2.3 screws into the distal radial plate. The surgeon was able to remove the tip of the driver from the head of the screw. This caused a 30-minute delay and increased the patients time under anesthesia. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00619 for the driver involved in this event.